Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer had bought a few packs of the proxabrush go-between cleaners and wire got stuck between teeth, but was able to remove wire with no injury.